Manufacturer narrative:
(B)(4). The patient underwent mesh implantation due to stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced urinary problems. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted concurrently with hiatal hernia repair.